Event description:
One of the two disk drives has failed. The backup drive is functioning properly. The replacement drive was placed on order four days later. The replacement drive was received the next day and installed. That day the new disk drive was verified that the data was copied to the database successfully and there are no error messages.